Event description:
The event is reported as: the circuit is separating from the column and exposing wires. The circuit was removed from the pt and replaced. No pt injury reported.

Manufacturer narrative:
Product will not be available for evaluation by manufacturer. Investigation report by manufacturer is incomplete at this time. A follow-up report will be sent when investigation results are obtained.